Event description:
It was reported that a patient contacted her physician after having a celeromark biopsy site identifier placed on (B)(6) 2013. Reportedly, "the patient noted a few days later (exact date unknown) that she had a rash. She phoned a few more times to notify the facility that it was spreading". Additionally, it was reported "the patient noted her rash now on her entire body". On (B)(6) 2013, it was reported "there has been no problems with the patient since the clip has been removed [exact date unknown]" and "the rash ultimately resolved 6 weeks post-procedure." We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot number not provided by the complainant; therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant; therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted as the lot number was not provided by the complainant. (B)(4).